Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cy52. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what exact anatomical structure was device on when issue occurred? Inferior mesenteric artery. What color cartridge was used? White vascular load. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Was the surgeon able to complete the firing stroke? If not, approximately how far did device cut and staple? Yes, the device fired but the ima immediately separated before the distal tip was opened. Were any unusual noises noticed? No. How was the bleeding addressed? Attempted to address laparoscopic but converted to open and used clips/sutures. What is the current patient status? Completed procedure in open format as opposed to laparoscopic. Patients current condition is unknown, but nothing further reported.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon compressed on the mesentery artery and fired the device. The device transected. The proximal staples started to deploy but the distal end staples did not. There was some bleeding. The procedure was converted to open and was completed using a tlc75 with no further issues.